Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient had pump off and low speed alarms which started in the middle of the night while the patient was moving around. The patient was asymptomatic. The alarms were only noted while the patient was connected to the power module. The manufacturer's technical services confirmed the reported pump off and low speed alarms and noted that the alarms were most likely due to a short to shield issue within the driveline. The x-rays of the internal driveline showed some shield retraction by the pump end bend relief. The x-rays of the external driveline showed a pinched area in the middle portion of the driveline. The patient underwent a pump exchange. No additional information was received.

Manufacturer narrative:
Approximate age of device: 8 months, 11 days. The evaluation of the pump confirmed internal driveline wire damage that would have contributed to the reported event. The pump was returned assembled with the driveline cut approximately 11.5 inches from the pump housing and the distal portion of the driveline was also returned. The inflow conduit (inlet tube, flex section, and inlet elbow), the outflow graft, and the outflow graft bend relief were not returned. The outflow elbow was returned attached to the pump¿s outlet port. Analysis of the outflow elbow revealed no evidence of depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly revealed no evidence of depositions or thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. The pump's driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. However, visual inspection of the pump-end of the driveline revealed breaches to the insulation of the black and brown wires approximately 0.75 inch from the pump¿s nipple housing, exposing the inner conductors. The observed wire damage appeared to be the result of repetitive flexing. The remaining wires appeared unremarkable. If the exposed conductors of the black or brown wires contacted the braided shield while operating on a tethered power source, the resulting short to ground would have resulted in the red heart alarms and pump stops that were confirmed through the evaluation of the system controller data log file. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event. Placeholder.